Event description:
In 2008 - pt was implanted with kugel mesh. Pt has been in constant pain since the implant and has experienced tenderness at the incision site. Abdominal distention and bowel issues. In 2009 - pt underwent mesh explant procedure.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.